Event description:
Philips received a complaint by the customer on the v60 indicating while performing performance verification check, it was observed that there was an error code 100b (vent-inop): watchdog test failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It has been determined to replace the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. Per good faith effort (gfe) response received 20oct2025, it was confirmed that the cpu pcba was successfully ordered and replaced, resolving the issue. Performance verification, conducted in accordance with the service manual, confirmed that the unit is functioning properly with no additional issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.